Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed, and again, normal device function was observed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the ventricular and atrial channels of the outer seal rings. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during this elective replacement procedure, the associated leads were stuck in the device header. Both leads were removed successfully and remain implanted. No adverse patient effects were reported.